Event description:
It was reported that this right ventricular lead exhibited failure to capture. A revision procedure was performed, and a dislodgement was noted. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.